Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the poppet for the solenoid was scratched. Additional malfunctions include the clamp for the manifold was leaking, and the nylon ties were loose.